Event description:
While performing an embolization in the vertebral artery, the physician successfully deployed the first coil. The second coil (subject device) had difficulty detaching. The device was removed and the physician finished the procedure using non boston scientific coils. The patient's current condition was reported to be good. Analysis of the returned device found the polyethylene (pet) junction was broken.

Manufacturer narrative:
Evaluation: other for undeterminable. The device history record was reviewed for manufacturing issues that could potentially relate to the reported defect. There were no manufacturing issues identified with this lot. Analysis of the returned unit showed that the main coil had not detached by electrical current and the main coil polyethylene (pet) junction was broken. The main coil was not returned with the pusher wire for analysis. Multiple attempts were made to gather more information from the facility. To date, no response has been received. As a result, based on the information available, a root cause of undeterminable will be assigned to this investigation.